Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was a cutting clip. During surgery, the device split a vessel while applying the clips. Some patient bleeding was difficult to stop, and was corrected with sutures. The patient did not receive a transfusion. Another device was used to complete the case. There were no adverse consequences to the patient.